Manufacturer narrative:
The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patients ipg completely lost charge and was not providing adequate relief. The patient underwent an ipg replacement procedure and was doing well post operatively.